Event description:
Was preparing to access the patient's right chest wall port. Port site cleaned per policy and while waiting for site to dry, attempted to flush 22g 3/4" huber needle included with kit before accessing patients port and the needle would not flush. Another staff member brought a second sterile huber needle which flushed easily and the pt was accessed with that needle.